Event description:
During surgery, harmonic scalpel did not work. The pistol grip buttons would not close the scalpel. And also failed the self check for hand piece did not work delaying the surgery 20 minutes for troubleshooting until a new hand piece could be placed. Dates of use: early 2009. Diagnosis: surgery. Ethicon harmonic scalpel coagulating shears generator 300 curved shears -gen04 only- cat no: lcsc1ha size 5mm x 36cm length part no: ethlcsc1ha.